Manufacturer narrative:
(B)(4). Concomitant medical devices: 42542006402 - tibia fixed non-porous right size c stem extension use required - 64207429n. Visual examination of the returned product/ provided pictures shows that the dovetail feature is compressed and the distal surface to exhibit damage (nicked gouged). The DHR was reviewed and no discrepancies relevant to the reported event were found. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in the "persona revision knee system" surgical technique. The root cause is attributed to use error. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent right total knee arthroplasty. Subsequently, the patient experienced a traumatic accident resulting in a loose tibia. The patient was revised due to tibia loosening approximately 4 years post implantation. During the revision procedure, the surgeon had difficulty inserting the articular surface. Another articular surface was used.